Event description:
It was reported that (2) devices were used during a laparoscopic colon. It was reported by the rep that the tsw45 instrument was fired eight times. On the 6th firing, the staples did not form completely and a vessel was pumping due to this. The device was fired a 7th and 8th time to complete the case. There was no consequence to the pt.